Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that lens has an opacified appearance on the anterior surface one year post-operatively. The patient's vision is 6/6 and n6 but vision is reported to have dropped subjectively. The patient underwent a yag capsulotomy six months after iol implantation; however, the indication for yag has not been specified by the reporter. "Iol calcification" and "reduced vision" are listed in the "adverse events" section of the rayone IFU. The device is not accessible for testing. The iol remains implanted and the healthcare facility has advised they do not intend to take any further action. Our review of production records for the rayone galaxy rao605g batch 044240521 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy rao605g batch 044240521. In the absence of the device for return, it is not possible to verify the reported claim of "opacification" or to establish if the opacified appearance is due to other factors.

Event description:
On 13th february 2025, rayner received notification from a healthcare professional in australia of an event that occurred following implantation of a rayone galaxy rao605g. The event description provided states that the lens has an opacified appearance on anterior surface 1 year post-operatively.